Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer was treated by injections. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer declined troubleshooting for high blood glucose. The product was not returned for analysis.